Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone called indicating that the insulin pump alarm motor error during basal. Customer's blood glucose at time of incident was 600 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was able to complete the rewind. Customer found one motor error in the alarm history. Customer performed displacement test and test passed and manual prime were successful and motor alarm did not recur. Customer was explained the alarm was caused by connection issue. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with pump.